Event description:
The customer contact reported that the pump powered off by itself without sounding an audible alarm tone. No tracking information was provided; therefore, specific pt information, pump programming, or event details were not available. There were no reported adverse pt effects.